Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advanced to the mitral valve; however a clot was observed at the end of the clip. The cds was removed with the clip attached. It was then confirmed that the clot was thrombus. Heparin was administered and the thrombus was removed with the clip. The procedure continued with a new cds. Three clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported thrombosis could not be determined. Additionally, the reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.